Event description:
It was reported that during a diagnostic lap procedure the surgeon activated on adhesions and when he took the device off tissue it continued to activate after they clamped, cut and then released they jaws. The surgeon stated he held the handle without touching the buttons and it would not shut off. He then pulled the adaptor end out of the generator and it stopped. They then cleaned and reassembled the device and it was functional however it was smoking so much he would not continue to use it. They replaced the instrument to complete the procedure. There was no patient consequence reported. The device is returning for analysis.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was tested on both the gen04 and gen11 generators and was functional with both the min and max buttons working correctly - no continuous activation occurred during any functional tests. As the complaint reported the device smoking, the tissue pad was inspected and was in good condition. No smoking occurred during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.